Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer charged the pump before going to sleep and woke up with the pump off. Review of the pump data showed the pump battery depleted from 59% to 1% overnight and subsequently shut off. Customer reported blood glucose level was 101 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.